Event description:
The manufacturer received information alleging a ventilator powers off. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ac inlet connector was found to be damaged and replaced to address the issue.